Event description:
A report was received that the patients ipg was no longer able to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg was no longer able to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the device passed all required tests and the device exhibits normal device characteristics.